Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that nurse was training a new placer and the stylet broke mid-procedure. There was no harm to the patient but they had to have a chest x-ray to confirm placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed. The product returned for evaluation was a 3cg stylet, which was received through the t-lock extension set. The returned product sample was evaluated and confirmed to be broken. The following observations were made which were consistent with this failure type: microscopic examination revealed deformation of the stylet tubing at magnet edge(s). Microscopic examination revealed localized delamination of the stylet tubing at the damage site(s), indicative of tubing kinking/folding. Kinking of the surrounding stylet tubing, located at magnet interface(s). This additional stylet kinking resulted in a general curl in a similar direction. Measurements of the stylet tubing were taken and confirmed to be within specifications. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process. It appeared that additional unidentified factors may have also contributed. A lot history review (lhr) of reer2049 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that nurse was training a new placer and the stylet broke mid-procedure. There was no harm to the patient but they had to have a chest x-ray to confirm placement. No other information was provided.